Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had about 6 motor errors that are more frequent over the last year. Customer¿s blood glucose level was unknown. Customer stated that the battery life diminished as well as screen and haze and louder when rewind. Troubleshooting was not performed. The device will not be returned for analysis.